Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot part number: 03.010.104 synthes lot number: 9936325 supplier lot number: 9936325 release to warehouse date: 15-jan-2016 manufacturing site: synthes (B)(4) supplier: (B)(4) no ncrs were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent a trochanteric femoral nail advance (tfna) system on for unknown reason. During the surgery, the doctor located a part to drill to make the perforation of the distal block. When the drill was inside the medullary canal and passed through an unknown nail, the drill bit broke. However, the doctor did not attempt to remove the broken tip because this could cause tissue damage. The doctor decided to leave the broken tip inside the patient so it would not interfere with the patient¿s recovery. It is unknown if there was a surgical delay. Patient and procedure outcome are unknown. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity# 1); unknown powered driver (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 1 for (B)(4).